Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient was using an insulet omnipod5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced shaking, headache, and sweating due to hyperglycemia. The cgm was reading low and the blood glucose reading was high, but no value was reported. The patient was taken to the hospital and was treated with insulin and oral medication, including ferrous fumarate (for iron-deficiency anemia). The reporter provided an additional set of values where the cgm was reading low and the bg was 44.0 mmol/l, however it was not specified when these values were taken. The reporter had also stated that the healthcare professional advised there was an issue with the pump. At the time of the report, the patient was improving. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.